Event description:
In review of published literature, these findings were noted. Melissa e. Hogg, md, mark d. Morasch, md, taeyoung park, phd, walker d. Flannery, bs, michael s. Makaroun, md, and jae-sung cho, md, "long-term sac behavior after endovascular abdominal aortic aneurysm repair with the excluder low-permeability endoprosthesis (elpe)" copyright 2011 by the society for vascular surgery. Between (B)(6) 2004 and (B)(6) 2007, 301 patients underwent evar of an abdominal aortic aneurysm (aaa) with gore excluder aaa endoprostheses at two institutions. The article describes that device implantation was unsuccessful in one patient due to failure to access the contralateral limb. This patient subsequently underwent aneurysm repair with an aorto-uni-iliac device. Specific information relating to the patient, device and procedure are not available.

Manufacturer narrative:
.